Event description:
Pt reported receiving an e6 (mechanical error) message. Pt stated after replacing the battery, attempted to rewind and extend the piston rod and it got stuck at 148 units of insulin. Pt reported the infusion device began to smoke a bit and make loud noises. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
The incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Product was returned on (B)(4) 2012. E6 were found in the history. Due to the high friction of the drive unit the telescope blocked and the pump correctly triggered the e6 error messages.